Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had battery failed alarm. The customer¿s blood glucose was 8.6 mmol/l. The customer stated that there was replace battery now alarm. Troubleshooting was performed, insert new battery and battery failed alarm come again. The customer also stated that contacts of battery cap missing or damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be return for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed the sleep current measurement, active current measurement, and displacement test. Pump received with normal operating currents, no failed batt test alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing.